Event description:
Balloon ruptured during angioplasty of l sfa(left superficial femoral artery). Balloon was then broken from the shaft and retrieval using snare catheters were attempted. The balloon shaft and proximal portion of the balloon was retrieved. The distal portion of the balloon was unable to be retrieved after multiple attempts. The final decision was to stent the balloon to the artery to prevent any migration of the balloon. The balloon was successfully stented to prevent migration. Device: three saberx radianz percutaneous transluminal angioplasty (pta) balloon catheters and two smart radianz stent systems. The 92) 5x100 saberx ruptured with 1 shearing off the catheter. The 4x80 did not rupture however was mentioned the slow deflation time. A total of 4 radianz smart stents were used during the case, 1 which was used to capture the fragmented balloon.